Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use there were flow issues, the saline was able to flow, however, the blood transfusion in other tube did not flow with a bd ext/1cq/mq/std/50cm. The following information was provided by the initial reporter, translated from japanese to english: customer reported that saline in the main route flowed however blood transfusion in the side tube didn't flow. The main side was terumo line and the side tube was jms. About a half in the sp didn't flow properly. Customer commented that it flowed when connected a syringe.

Manufacturer narrative:
Investigation: the actual product was punctured into an infusion bag rubber stopper containing purified water, and liquid was confirmed through the main route and mixed injection tube. Visual inspection was performed, but no abnormality such as damage or deformation was found. Since no abnormality was found in this product, this event was presumed to be a problem in other locations or a problem with the fitting part with the infusion set connected to this product. In the case of connection with the mixed injection tube of this product, the opening of the q site septum was insufficient due to incomplete connection or loosening of the fitting part, and it was possible that blood did not flow. When connecting to an infusion set or syringe made by another company, the septum opening may be small due to differences in the length of the lock connector insertion part. No anomaly found on DHR review.

Event description:
It was reported that during use there were flow issues, the saline was able to flow, however, the blood transfusion in other tube did not flow with a bd ext/1cq/mq/std/50cm. The following information was provided by the initial reporter, translated from japanese to english: customer reported that saline in the main route flowed however blood transfusion in the side tube didn't flow. The main side was terumo line and the side tube was jms. About a half in the sp didn't flow properly. Customer commented that it flowed when connected a syringe.